Manufacturer narrative:
510k: this report is for an unknown cortex screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent a total of four (4) surgeries: one (1) initial implant procedure and three (3) revisions. For this event, patient underwent removal of the entire dorsolateral plate, five (5) locking screws, and one (1) cortex screw for the purpose of debridement of the wound on an unknown date. It is unknown what devices were used to revise the patient for the plate and screws removed due to wound debridement. Previous revisions are addressed in (B)(4). This report is for one (1) unknown cortex screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: without a lot number the device history records review could not be completed. The device was received, the investigation is in progess, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was completed: besides some use related wear on the locking threads all received and investigated cortex screws are intact, nothing is broken off or bent. The cortex screws in question were returned without specific allegations. The visual inspection did not identify any unexpected damage, which could have caused a malfunction of the screws and the complaint therefore is unconfirmed for the cortex screws. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.